Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue however, root cause could not be determined. The device battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly loses power and will not stay turned on. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly loses power and will not stay turned on. There was no patient involvement reported with the event.